Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. The reload was loaded onto the manual stapling handle and applied to the stomach. When ready to fire, pushed the green safety button, but the stapler did not fire. There were a few staples that appeared at the beginning of the cartridge. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a sleeve gastrectomy procedure. The reload was loaded onto the manual stapling handle and applied to the stomach. When ready to fire, pushed the green safety button, but the stapler did not fire. There were a few staples that appeared at the beginning of the cartridge. The pre fired staples were notice after the first attempt. The surgeon used another reload. It fired successfully. There was no patient harm. The current status of the patient is stable.